Event description:
The caller reported a malfunction on the pump. The issue caused the customer's blood glucose level to reach 385 mg/dl. The customer contacted technical support for assistance in clearing the malfunction. Technical support guided the caller on how to reset the pump, which successfully resolved the issue, allowing the customer to continue using the device without further problems. The customer was advised to inform technical support if the malfunction recurred, and they acknowledged and understood this guidance.